Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted (B)(4) 2013), carefusion 2200 initiated a CAPA investigation (CAPA (B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: evaluation of the sample, using 40x magnification, was able to confirm the presence of a small black particle on the distal end of the shunt catheter. The debris was measured to be less than 0.08mm2 on the tappi standard. The shunt bodies are molded in a controlled manufacturing environment with strict controls on proper personal protective equipment. A device history review for the listed manufacturing lot showed (2) non-conformances. In each instance, the product was 100% culled and submitted to quality for inspection and release. There were no other recorded quality problems or rejections related to this incident. The manufacturing plant has also initiated a CAPA investigation ((B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.

Event description:
The distributor reported that during incoming inspection a black foreign particle was noted inside the tip of the tubing on one shunt.